Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted a vertical balloon burst away from inflation lumen. No pieces of sac were missing. The sample was evaluated under a microscope and no conditions were found that could be associated with the reported event. Exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the balloon burst upon removal. The catheter was allegedly inside the patient for two days. The health care professionals were not aware of any missing pieces. The patient was discharged upon removal. There was no discomfort to patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon burst upon removal. The catheter was allegedly inside the patient for two days. The health care professionals were not aware of any missing pieces. The patient was discharged upon removal. There was no discomfort to patient.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted a vertical balloon burst away from inflation lumen. No pieces of sac were missing. The sample was evaluated under a microscope and no conditions were found that could be associated with the reported event. Exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the balloon burst upon removal. The catheter was allegedly inside the patient for two days. The health care professionals were not aware of any missing pieces. The patient was discharged upon removal. There was no discomfort to patient.